Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was missing the shield with a bd preset¿ eclipse¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg has no needle shield.

Event description:
It was reported that the needle was missing the shield with a bd preset¿ eclipse¿. This was discovered prior to use. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg has no needle shield.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a missing/loose IV cover with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.